Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedance measurements on the right ventricular (rv) channel during an in-clinic visit. Technical services (ts) reviewed the device data an provided recommendations for shock configuration. No adverse patient effects were reported. This ICD remains in service.